Event description:
Caller reported alarm 2 followed by alarm 26, indicating an occlusion event. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. The customer changed the infusion set and cartridge and resumed insulin to resolve the issue, marking it consistent with actions taken for previous events. No additional assistance was necessary, and cts planned to close the case.